Event description:
Report received from the USA stating that the device would not secure the cutter. It is known that the device was not used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. The device was evaluated and the complaint of will not secure cutter was not confirmed. If additional is received, a supplemental report will be sent. Ref: (B)(4).